Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification tip in a bag, without a wrench, in a tray was received for the report. Sample was visually inspected and found to be nonconforming, the phaco was observed to be bent at cone to cannula transition area, wear observed on threads, back of flange, or nut corners, consistent with threading on handpiece. Thread check was performed and found to be conforming. Functional flow check was performed and small piece of foreign material was extracted from phaco tip. Another occlusion flow check was then performed and found to be conforming. The phaco tip was sent to the particle lab for analysis and the foreign material was isolated and analyzed using micro ft-ir. The comparison of the particle finds the best match to be a silicon rubber. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products¿ acceptance criteria. The exact root cause of tip was found bent could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip bent; therefore, a bent phaco tip was confirmed; however, how and when the phaco tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The complaint evaluation confirms the foreign material in the phaco tip for the report of priming did not pass. The particle analysis indicates the best match to be a silicon rubber. Silicon rubber is not part of a phaco tip and it is also not associated with the phaco tip manufacturing process. The foreign material identified as a silicone rubber is consistent with infusion sleeve material. The root cause is the placement of the silicone sleeve on the phaco tip. The phaco tip bevel has a sharp edge and can pierce the silicone sleeve if not installed carefully by the customer. The exact root cause for the bent phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. No specific action with regard to this complaint was taken because the foreign material presence was identified as a material handling issue and not a manufacturing concern. The silicone infusion sleeve is a separate item that is present within the package that must be installed by the customer. The directions for use provides instruction for the placement of the infusion sleeve onto the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip was found bent and priming did not pass during a test. The cataract surgery (with intraocular lenses implant) was completed after replacing the product with another one. There was no patient harm reported.